Event description:
(B)(4) study. It was reported that during a coronary artery treatment procedure side branch occlusion was observed and following the procedure the patient experienced a myocardial infarction (mi).. Lesion 1 was located in the dist right coronary artery with 95% stenosis, a length of 11mm, and a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.5 x 20 mm promus element plus study stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the mid right coronary artery with 70% stenosis, a length of 12 mm, and a reference vessel diameter of 3.3 mm. The physician treated the lesion with pre-dilatation and placement of a 2.5 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. Baseline core lab angiography result noted 60% side branch stenosis in acute marginal branch. Baseline post procedure angiography noted 85% branch percent stenosis in acute marginal branch. Post index procedure the patient experienced a mi. Cardiac enzyme was noted to be elevated (peak ck-mb: 24 ng/ml; uln: 6.3 ng/ml). ECG was not performed in relation to the event. No action was taken in response to the event. The event was considered to be recovered/resolved with sequelae. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).